Manufacturer narrative:
A ge rep evaluated the system and performed a filament regulator calibration. The system operates as intended.

Event description:
The customer reported the system displayed a filament regulator error. No pt injury was reported.